Event description:
A malfunction alarm was reported with the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, but the issue persisted, leading to the decision to replace the pump. The customer was instructed to use multiple daily injections as a backup insulin therapy and to return the faulty pump using a pre-paid label. Instructions were given to store the pump properly before shipping, and the customer understood and acknowledged these steps.